Event description:
It was reported that the patient had underwent a "repositioning surgery" for his left side implantable neurostimulator (ins) in feb-2011. It was noted that the patient had some improvement in his symptoms, but was experiencing mixed results. It was further noted that the patient had not "found programming changings that have a satisfactory balance." The patient outcome was not provided. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3007566237-2012-02496.

Manufacturer narrative:
(B)(4).